Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer ref. (B)(4).

Manufacturer narrative:
Additional information will be provided after investigation result.

Event description:
On (B)(6) maquet (B)(4) became aware of an incident with h led device. It was found that interface ring has broken and there was a crack on underside but no part fell off. It was discovered after the surgery. Note: : note: the hled series light system is not marketed in the us. This report has been made due to a similarity with devices marketed by maquet in us. (B)(4).

Manufacturer narrative:
Maquet (B)(4) became aware of an incident with surgical light hled device. It was stated that when the customer was using the surgical light the interface ring broke resulting also in cracks in the underside¿s cover. It appears possible that the handle interface breaks into pieces and should that occur, those pieces could fall in the sterile field. It was established that when the event occurred, the light-head did not meet its specification and it contributed to incident. In the time when the event occurred the device was not being used for patient treatment. During the investigation it was found that there is no apparent trend with the issue at hand and that the reported scenario has to date never lead to serious injury or worse. The main probable root cause is a radial force applied on the handle. Although a handle is centered into the cupola, an excessive radial force ¿for example a collision with another heavy object or device - could have weakened and damaged the interface handle at this location. What is more, every user need to daily check the sterilizable handle if it clicks and locks correctly. If not, it needs a replacement (according to the hled user manual 01601en ed.07 page 38).

Event description:
(B)(4).